Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-discharge testing the right ventricular (rv) lead had dislodged. The rv lead was repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.